Event description:
It was reported that prior to starting a da vinci s surgical procedure, exposed wires were noticed on the mega suturecut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in clevis. The clevis does not exhibit any damage or wear marks. The instrument has 0 uses remaining. Addtional findings revealed a derailed pitch cable. The pitch cable is derailed at the distal idler pulley and the movement may not be precise. The cable derailment is likely due to cable losing contact with pulley during wrist articulation. The fleet angle between proximal and distal pulleys may contribute to derailment. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.